Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with possible under delivery, insulin flow blocked alarm and rewind anomaly. The customer reported blood glucose value of 32 mmol/l and was treated with insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed for hyperglycemia event. Customer was using the auto mode/smartguard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for insulin flow blocked alarm. Customer confirmed insulin did not exit during fill cannula or pump alarmed. Customer was unable to complete set change. No further patient complications were reported. The customer discontinued the use of device mmt-1885. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. No insulin flow block alarms or rewind anomaly noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. However, no delivery alarms noted in the pump history on 04/06/2025 17:53:00.000 during basal. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of 05-apr-2025 found daily total of bolus insulin delivered to be 11 units and basal insulin delivered to be 31.775 units. Pump was cut open to perform visual inspection and found evidence of corrosion damage on the motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case. Possibly under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Insulin flow block alarms and rewind anomaly not confirmed during testing. Corrosion damage was noted on the motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.